Event description:
The customer reported that during surgery performed on a male patient, two screws broke. The first screw was being screwed into the bone and suddenly broke. The tunnel had been prepared before the surgeon had attempted to implant the screw. The second screw also broke. A titanium screw was used to order in complete the surgery. There were no adverse consequences. This report is in association with the second screw.

Manufacturer narrative:
Suspected root cause: from visual examination of the device, the screw had fractured circumferentially, in torsion, at a position approximately 6mm proximal to the tip of the engaged driver. This occurs when resistance to insertion is high and the applied torque exceeds the torsional strength of the screw.